Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
Customer is stating that the pronto device has been consistently wrong each time after and before a blood test. In one example the pronto was showing a sphb reading above 7 when the user's hemoglobin reading was actually at 5.8 and he needed a transfusion. No impact or consequences to patient were reported.